Event description:
It was reported that a contour ureteral stent was used in a ureteroscopy procedure in the ureter. During the procedure, when the stent was inserted over the wire, it got stuck and it was noticed that the stent buckled. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Block h11: investigation analysis. Upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis identified that the stent bladder coil and the shaft was totally buckled. The reported event of stent buckled material was confirmed. The suture and sensor wire were also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent could get buckled/accordioned resulting in a difficulty/unable to advance, the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was used in a ureteroscopy procedure in the ureter. During the procedure, when the stent was inserted over the wire, it got stuck and it was noticed that the stent buckled. The procedure was completed with another of the same device and there were no patient complications reported.